Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided instructions for resetting the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.